Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height drawer 3 pockets were not detected on bus and failed to recover. As per part investigation, it was determined that there was thermal damage observed on the component u300 of the full height cubie pmc (p/n: 151903-01) circuit board. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 14jun2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer failed and could not be recovered" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: 01750537, the fse replaced pyxibus module board successfully. The customer recovered the drawer and successfully performed the inventory. During preventive maintenance, the fse checked the cables behind the back panel and carried out a visual inspection. The fse successfully completed preventive maintenance. During dchu visual inspection: p/n 151903-01: the "pcba fh cubie pmc" was received with thermal damage on integrated circuit u300 (switching regulator ic). During dchu testing: p/n 151903-01: no further laboratory testing was performed due to the presence of a thermal event identified during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).